Event description:
It was reported that the alarms the patient was having were low flow alarms which stopped after changing controllers. The controllers were disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low flow alarm leading to system controller exchange was not confirmed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the system controller was exchanged due to low flow alarms and the controller was disposed. Based on the provided instruction for use (IFU), the flow is calculated using the pump power. In order to resolve the low flow alarms, the clinicians should check for a driveline and power source connections to the system controller while also clinically evaluating the patient. A root cause of the reported event was not conclusively determined or correlated with the system controller through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having alarms which stopped after changing controllers. Related MFR #: 2916596-2022-14171.